Event description:
The patient reported exposed wires on the unit. The unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one cardiomems patient electronic system, excluding the power supply was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. A replacement power supply was used to power unit on. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported event of exposed wires was not able to be confirmed.